Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized for 3 hours due to hypoglycemia. Low blood glucose level was 70 mg/dl. No further information was available.